Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. Customer's blood glucose ranged from being in the high 70's mg/dl to low 80's mg/dl. The customer declined to perform further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.